Event description:
PICC line in the special needs patent it was not a difficult placement but did have some difficulty getting in down into the svc. The tip of the PICC per the sherlock image went straight across or curved back on itself a few times before descending into the svc. Because of the special needs aspect of the patient and physical attributes the PICC line had to be removed and trimmed 3 times total to achieve proper length. But it went down into the proper svc placement. After placing the line I was putting the dressing on and gathering my sharps when I notice the tip of the 3cg stylet was not intact. I quickly withdrew 10 ml blood hoping it would withdraw the tip if it was still in the PICC line itself, to no success. I had already flushed the line as part of the conformation procedure for place the PICC line. I did carefully look around on my sterile field to see if I could see the tip but did not see it. It appears approximately 3 cm is missing when compared to an intact 3cg stylet. I finished the remanded of the procedure. I notified the nurse and requested a pcxr, which was done and also talked with provider. The chest xr did show a possible metallic object and recommended a CT for more details. X-ray: linear densities overlying the left midchest region and right abdominal region. These could represent foreign bodies, or external artifact. CT may be of value to further assess. CT chest 1: there is a linear metallic density involving the lingular region measuring 1.8 cm. X-ray: small metallic foreign body is still projecting overlying the lingula 1.3 cm. PICC line is in the right atrium. FDA safety report ID (B)(4).